Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she had differences in sensor glucose and blood glucose readings. Customer stated that the pump was suspending and the sensor had low readings. Customer's blood glucose was in the 100's mg/dl. Customer stated that when the pump suspends, it causes her blood glucose to go high. Customer's blood glucose was 170 mg/dl. Customer's current blood glucose is 205 mg/dl. Customer's current sensor glucose value is 123. Customer was advised the difference in readings is within an acceptable range. Customer stated that she just ate and a bolus is running. Customer has had high blood glucose for the last 2 weeks. Customer's blood glucose was 275-300 mg/dl. Customer treated with a bolus. Customer does not want to troubleshoot for high blood glucose and was advised that a replacement sensor will be shipped. Customer stated that her health care provider needs to adjust the carb ratio on the pump.